Manufacturer narrative:
(B)(4). The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's charging time started to increase more than what was needed after the patient's last surgery which was unrelated to the device. It was unknown if malfunction was suspected and unknown if electrocautery was used in the unrelated surgery. The patient underwent a procedure where the physician decided to replace the ipg.